Event description:
At the end of a cardiac cath procedure, md used a #6 fr perclose suture device. The device malfunctioned when the suture needle lodged in the device on extraction requiring a surgical cutdown to remove the jammed needles.